Event description:
It was reported that balloon pinhole was noted. The target lesion was located in the internal carotid artery. A 3.5mmx20mmx135cm (4f) sterling was advanced for dilation. During the procedure, it was noted that the balloon did not inflate when inflation was attempted. The balloon was removed, and inflation was performed outside the body. Subsequently, a pinhole in the balloon was noted and the tip got weakened. The procedure was completed with another of the same device. There was no damage to the patient.